Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old japanese male presenting for impella cardiac support during high risk percutaneous coronary intervention. During support, a hematoma had formed at the device's access site. As treatment, blood products and surgical vascular repair was administered. The patient's condition improved, thereafter.